Manufacturer narrative:
The device was evaluated, and an additional hazard was confirmed.

Event description:
It was reported that the device's plug was black and had bent power prongs, which caused a fire. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device's plug was black and caused a fire. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.